Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery approximately 15mm of the synapse 2.4mm drill bit broke off inside the patient during use. The CT scan shows the retained trill tip between the t1 body and the head of the right first rib, just lateral to the screw. Surgery was prolonged about 30min. The incident happened on (B)(6). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: (B)(6). (B)(6). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.